Manufacturer narrative:
(B)(4). Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of "a lot of pain" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported experiencing "a lot of pain", side not specified. This medwatch is for the left side. See MFR # 9617229-2017-00367 for right side.